Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then positioned the was in the laa of the patient. The pigtail catheter was inserted, and a contrast injection was performed. At this time, it was noted that there was a pericardial effusion. The effusion remained the same size and the patient remained stable with medication administered for their blood pressure. The procedure was continued, and no intervention was performed for the effusion. The physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient was observed, and no treatment was performed. The patient is expected to make a full recovery from this event.